Manufacturer narrative:
Product event summary: the full lead was returned and was analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent, and the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated stretching and apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead was undersensing p-waves and exhibiting far field r-wave (ffrw) oversensing. Lead sensitivity was increased and the lead remained in use. The over and undersensing was observed again the next month and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419578 lead implanted (B)(6) 2013; 6947m55 lead implanted (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and was analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent, and the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated stretching and apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.